Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The ac inlet input was found to be loose and not transmitting power. Loose connections were secured to resolve the reported issue.

Event description:
The hospital reported that the unit shuts down abd resets on its own which could result in a loss of mechanical ventilation. There was no report of patient involvement.